Manufacturer narrative:
Concomitant medical devices: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n278807, implanted: (B)(6) 2014, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Additional information was received indicating that there were greater than 10,000 ohm impedance readings. The patient had a car accident and after the accident the patient reported having trouble communication with her patient programmer. The attempt to communication with the clinician programmer received poor communication message. The recharger was working fine, the patient had about 50% battery charged. The patient turned stimulation off with the recharger. When the patient¿s controller was placed they were able to communicate with the implant but the patient was not able to feel stimulation when they turned stimulation on. The manufacturer representative re-interrogated the stimulator with the clinician programmer and was able to communicate the device. The electrode impedance was tested at 0.7v and all contacts with electrode 1 showed greater than 10k ohms. It was suggested to increase the voltage to 3v and impedances were now showing 13891 ohms with electrode 1. It was noted that the rest of the electrodes were in range. It was suggested to reprogram the patient and not use the electrode 1. The patient was then feeling stimulation when the device was reprogrammed. The manufacturer representative tried to re-interrogate with the clinician programmer several times and was able to communicate with eh stimulator without any issues. On (B)(6) 2015, it was noted that the patient was happy with the reprogramming.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in a car accident on (B)(6), 2015. They noticed the following day their implantable neurostimulator (ins) was not working and had no stimulation sensation from the device. The patient had contacted their doctor but was directed to call the manufacturer representative. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.